Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the users experienced slow login issues when accessing the station. A technical support specialist (tss) dialed into the station and logged in using the carefusion admin account to retrieve logs. An attempt to access the application server resulted in a session timeout. The customer was advised to contact hospital information technology team (hit), and the user reported that a recent domain controller upgrade was in progress. The tss retrieved the med application debug logs from the station and identified the relevant user logs. The tss later followed up with the user and user confirmed that the biometric identifier login issue had been resolved by hit. Permission was obtained to close the case. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced slowness during login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.